Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the transfer set and the "catheter" (titanium adapter). This occurred during an unknown process step of peritoneal dialysis therapy. The patient was connected at the time of the event. Renal therapy services (rts) advised the caregiver (cg) to inform their nurse regarding the issue. Proper procedures per the user manual were reviewed with the cg. During follow up, it was confirmed that the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.